Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a 24mm watchman implant. The watchman delivery system was not returned for analysis. There was blood on the implant when received. The implant was damaged with bent and flared anchors. The implant was measured and the device size was consistent with the reported information. Inspection of the remainder of the implant, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device embolization occurred. A 24mm watchman laa closure device was successfully implanted during a left atrial appendage closure (laac) procedure on (B)(6) 2015. During the implantation it was difficult to determine the position of the watchman laa closure device with transesophageal echocardiogram (tee), so they relied mostly on angiography. There was sufficient IV fluid infused during the procedure. The 24mm watchman laa closure device was released with 10% compression and the release criteria were met. The patient returned for a tee follow up in (B)(6) 2015 and it was noticed that the 24mm watchman laa closure device had embolized into the descending aorta. The patient did not suffer from any symptoms of the embolization. The watchman laa closure device was successfully snared with a non-bsc snare device and 18f sheath. The watchman laa closure device showed some signs of tissue in the feet of the device. There was little to no endothelial tissue on the polyethyl terephthalate (pet) fabric or proximal face of the device. There were no patient complications and the patient is in good condition.

Manufacturer narrative:
Patient age at the time of event: over 18 years old. (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. A 24mm watchman laa closure device was successfully implanted during a left atrial appendage closure (laac) procedure on 30 july 2015. During the implantation it was difficult to determine the position of the watchman laa closure device with transesophageal echocardiogram (tee), so they relied mostly on angiography. There was sufficient IV fluid infused during the procedure. The 24mm watchman laa closure device was released with 10% compression and the release criteria were met. The patient returned for a tee follow up in (B)(6) 2015 and it was noticed that the 24mm watchman laa closure device had embolized into the descending aorta. The patient did not suffer from any symptoms of the embolization. The watchman laa closure device was successfully snared with a non-bsc snare device and 18f sheath. The watchman laa closure device showed some signs of tissue in the feet of the device. There was little to no endothelial tissue on the polyethyl terephthalate (pet) fabric or proximal face of the device. There were no patient complications and the patient is in good condition.